Event description:
Difficulty was encountered while trying to pass iab through the introducer sheath. It was decided to exchange the sheath, but it was noticed that the iab's central lumen had fractured. Therefore, a second iab was inserted. There were no further complications.